Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint on behalf of an end user: "an administration set model hs-004, lot 2106005 was leaking at the connection of the filter." The event happened during an infusion. Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. However, there was an image provided by the user facility, and it showed the reported leaking issue had occured at the connection of the filter.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00114.